Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an atrial connector that could not be plugged into. It was also indicated that the main printed circuit board (pcb) was broken and out of specification electrically. It was also indicated that the hanger assembly, case, and encoder assembly and knob were broken. It was also indicated that the seal was pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an atrial connector that could not be plugged into. The epg was returned for service. There was no patient involvement.